Event description:
Additional information was received indicating this patient had traveled abroad subsequent to the out-of-range measurements and experienced several falls that were believed to be the result of patient condition/balance rather than related to their heart and implanted crt-d system. No episodes or anomalies were observed upon review of device data and all measurements remain within normal limits and stable. The physician elected to continue monitoring the patient.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead from three months earlier. Boston scientific technical services (ts) was consulted and reviewed the data stored in the remote home monitoring system. It was noted that the shock impedance has been stable and within range for the last month. Ts discussed the options of bringing the patient in for evaluation or continuing to monitor. The clinic noted that they would bring the patient back in for evaluation, however the field representative has yet to be notified of a scheduled visit. At this time the crt-d and rv lead remain in service and no adverse patient effects were reported.